Event description:
It was reported the patient's blood glucose level rose to 504 mg/dL (28 mmol/L) while wearing the Pod between 24 and 36 hours on the arm. Reportedly the Pod's cannula was found damaged, resulting in insulin not being delivered into the body. The patient noted insulin was leaking inside the Pod and could be seen in the viewing window. As treatment, a new Pod was applied. The faulty Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.